Event description:
The customer reported the system locked up when attempting to send images to pacs. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface board and general purpose operating system were replaced. The system was then found to be operating as intended.